Event description:
The customer reported that system gives "collimator iris too large" error message. Also the system will not give them an image. Does fluoro. The customer stated the system displayed the same issue last week but the problem could not be duplicated. Issue has returned. No risk of injury to pt or staff.

Manufacturer narrative:
The service rep ordered parts. He replaced the h.v. Cable harness assembly. System operates properly at this time.